Event description:
Related manufacturer reference number: 1627487-2022-05110. It was reported that the patient experienced pain at the ipg site and a loss of efficacy in therapy. As a result surgical intervention was undertaken on (B)(6) 2022, where the patient system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.